Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. Low pump flow: the returned pump was inspected and there was no biomaterial or physical abnormalities such as kinks or broken impeller blades. The pump was run in the lab and low pump flows did not reproduce. The clinical details mention loss of flows as protek duo was turned on. The data logs show an ingestion pattern soon after case start with a motor current spike, speed deviation and shift in placement signal. There were suction alarms and 'impella position in aorta' alarms and a slow decrease in pump flows. The root cause of the low pump flow was most likely biomaterial ingestion as evidenced by log pattern and returned product testing. As the necessary information was not provided, the root cause of the thrombus was not determined.